Manufacturer narrative:
(B)(4). Date of event: publication year of 2017. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices, harmonic scalpel and/or endoscopic linear cutter, caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: technical improvement in retroperitoneal laparoscopic living donor nephrectomy: report of 193 cases authors: zhao m, ma lu-lina , zhang hong-xian, hou xiao-fei liu "I, fu yan, kou yun-geng, song yi-meng citation: journal of peking university (health sciences) oct. 2017; 49 (5):867-872. Http://www.cnki.net/kcms/detail/11.4691.r. 20170914.1120.006.html. The aim of this study is to summarize our experience of retroperitoneal laparoscopic living donor nephrectomy, our continuous technical improvements and refinement of this skill and standardization of each procedure of this operation. Between december 2003 to february 2016, a total of 193 cases (148 male and 45 female; average age of 48.5 years [age 21 to 65]; bmi of 21.25 3.5 kg/cm) who underwent retroperitoneal laparoscopic living donor nephrectomy were included in the study. Equipments include ultrasound knife of olympus or johnson & johnson company, linear cutter (endopath ets35 stapler, 35 mm length, 2.5 mm staples, ethicon endo-surgery) provided by johnson & johnson, and other competitor equipments. In the study, 162 donors were followed up for an average of 42 months (1-58 months). Reported complications include hemorrhage and unclear operation field during the operation (n=?) Requiring conversion to open living donor nephrectomy; hematoma of renal fossa after operation (n=?) And none of them required further treatment; kidney subcapsular hematoma (n=?) But required no further treatment. In conclusion, retroperitoneal laparoscopic living donor nephrectomy is a safe and reliable technique, it may become a standardized operation for living kidney transplantation after continuous technical improvement. Precautions must be taken to avoid complications and a skilled hand is necessary for success.